Manufacturer narrative:
Based on additional assessment of the event, the manufacturer aware date should be sept. 5, 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 25-jan-2017, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall and the ¿wire broke¿. A symptom of the patient was urinating a lot was reported associated with the event. The patient indicated that the manufacturer¿s representative checked the device and told them ¿it is broken¿. The patient thought this had occurred in 2016 but they were not quite sure. A revision procedure was performed on (B)(6) 2019. The patient stated they were told that it longer to remove the lead because it was broken. Follow up information received on sept. 30, 2019 from the healthcare professional¿s (hcp) office reported that, per chart notes dated oct. 2015, the lead was found to be broken. Chart notes reported that the patient was seen dated oct. 29, 2015 and it was determined that the lead was broken and needed to be replaced (no x-ray was noted on the chart). The patient was also seen by the manufacturer¿s representative. Both the lead and ins were replaced on (B)(6) 2019 with the representative being present. When asked why the replacement delayed for so long, it was mentioned that the patient had anemia (unrelate to the device/therapy) and the hcp did not want the patient to undergo the surgery until 2019. There were no further complications reported or anticipated.